Event description:
The doctor reported separating a file in a pt's tooth. The pt was referred to an endodontist for further treatment. At the time of this report there was no further pt info available.